Event description:
It was reported that the trach broke during attempt to disconnect trach from circuit to change patient clothing. A small piece of the trach broke off causing the trach to be stuck inside the ballard. Trach subsequently changed. No injury. Product item and lot number are not known.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be performed. A used product sample attached to a third party ballard component was received for evaluation. Visual and functional testing were performed. Visual inspection found the device and the broken swivel connector piece displayed damage consistent with the complaint description, however, the broken component displayed no evidence of manufacturing damage or mechanical witness marks at the point of damage. Functional testing performed with an unused disconnect wedge was used to attempt disconnection of the device sample from the third-party ballard component. The device was disconnected without difficulty or further damage to the swivel component. The root cause of the reported issue cannot be confirmed as a manufacturing nonconformance, but is highly probable to have been caused by a variation in user technique.